Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 12/03/2025, the patient experienced confusion and delusional symptoms. At the time, the cgm displayed a reading of 200 mg/dl, and the patient¿s insulin pump (operating in closed-loop mode) delivered an unknown amount of insulin based on that value. A family member called an ambulance. The patient was unsure of the exact time the event occurred and did not know whether paramedics checked her cgm or blood glucose readings prior to transport. Upon arrival at the hospital, a fingerstick test showed a blood glucose level of approximately 500 mg/dl. The patient did not know the cgm reading at that time. She was treated with unspecified intravenous fluids. The patient reported that she was diagnosed with a urinary tract infection (uti) and pneumonia around the time of the event; however, the timing of these diagnoses and their relationship to the event were unclear. The patient remained hospitalized for about one week and required physical therapy afterward, though no further details were provided. At the time of the report, the patient was described as stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.